Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht70 ventilator manifold pumps generated an abnormal noise. There was no patient involvement at the time of the reported condition.